Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) at 1:00 pm her daughter activated a new pod and her cannula and site looked fine. The next day (B)(6) at 3:30 pm her blood glucose measured 499 mg/dl. She was vomiting and she also had ketones present. Upon removal at 3:45 pm she noticed the cannula was bent.